Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that upon starting chemotherapy treatment and connecting the infusion hoses to cadd infusion pumps, it was discovered that the infusion hose on one of the chemo preparations had broken at the connection to the infusion bag. The chemo had therefore leaked into the yellow box in which the chemo to the patient is normally carried. It is unknown how much of the dose had leaked out of the bag, and the other infusion bags were contaminated with chemo. The treatment was postponed until the next day, when new chemo would have been obtained. There was patient involvement. Consequences were avoided because intervention had occurred. The incident has been reported to the danish regulatory agency, nca reference (B)(4).

Manufacturer narrative:
No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.